Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. Corrected fields: h6 (medical device ¿ problem code). A getinge field service engineer (fse) replaced the helium tank and an extender. The fse completed a preventative maintenance (pm) with full calibration, functional testing and safety checks. The unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.